Event description:
It was reported to covidien on (B)(6)2009 that a customer had an issue with a defibrillation electrode. The customer reports the patient underwent cardioversion and the product functioned as intended. When the customer tried to pace the patient after cardioversion using the same electrodes, the customer reports that the electrode did not send a signal to the equipment to send the energy to pace. As a result of being unable to pace the patient using the electrode, the customer reports atropine, dopamine and epinephrine were administered.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded. The customer was contacted for additional information pertaining to the event. Per (B)(6), cath lab manager, since this event, they have experienced the same issue with their equipment and another manufactures electrodes. The customer is reported to be checking the equipment's functioning as well.